Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used in the emergent endovascular treatment of a patient. It was reported by the physician that the balloon had burst during initial expansion during the index procedure. It was then discarded and replaced with another mdt reliant balloon and the procedure was completed successfully. As per the physician the cause of the event cannot be determined. No additional clinical sequalae were provided and the patient is fine.